Manufacturer narrative:
The incident described is consistent with those types of injuries associated with electrosurgical accessories such as handpieces and dispersive electrodes, but not electrosurgical generators.

Event description:
During a laparoscopic hysterectomy, a pt was burned or cauterized from what has been described to me as a transfer of energy from a monopolar hook thru the tissue and back to the arm of an operative scope which was pressed against a pt's labia. Dr (B)(6) has described it as a definitive cautery burn thru the drape to the labia causing a bad enough burn that they were removing charred tissue and pieces of drape material from the wound.